Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The instrument was tested on an in-house system and displayed low energy delivery. The damaged insulation would cause the instrument's energy delivery to not work. Further inspection found thermal damage on the yaw pulley. The probable root cause is attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use. Additional observation(s) not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. A review of the procedure logs did indicate that a monopolar instrument was used during this case. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. The instrument was found to have the housing cracked at side of the housing under the release button, at the sides along the top edge, and on the front face of the housing. The cracks measure approximately 3.87mm - 15.14mm in length. Components adjacent to this cracked housing show damage which may indicate potential mishandling/misuse. The housing snaps are broken. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can also lead to cracking. The instrument was found to have four of the housing snaps broken. The broken pieces were returned, measuring roughly 4.14mm x 5.07mm in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps show damage which may indicate potential mishandling/misuse. The housing is cracked on the front and sides of the housing. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can also lead to damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.